Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found the air/water cylinder and scope cylinder had no color. Due to nozzle clogging, the amount of water contact did not meet the standard value. The image guide protector had a scratch. The light guide lens had a chip. Lastly, the connecting tube had buckling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the colonovideoscope was not allowing air to come in. It is unknown when the issue was found and there is no known procedure information. The device was returned for evaluation. During the device evaluation, it was found that there was foreign material found in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use: operation manual chapter 3 preparation and inspection reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.